Manufacturer narrative:
(B)(4). Recall number: 1627487-12192011-003-r , this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported she last charged the ipg two months ago and last felt stimulation around that time. An sjm representative confirmed the ipg was inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient and event information." Statement. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error correction: the UDI is added to this report.

Event description:
Additional information received that patient underwent surgical interventions where in the ipg was explanted.